Manufacturer narrative:
One opened sample was returned for eval and analysis. The sample was examined under magnification and found to have a damaged tip and cutting edge. The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review. The product was released according to the manufacture acceptance criteria. The root cause for the damaged knife is unk. It is unlikely the damage occurred during the mfg process. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as the damaged tip and cutting edge exhibited on the returned opened sample, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A nurse reported a dull blade during a procedure. The blade was exchanged and the surgery was completed without harm or injury to the pt.